Manufacturer narrative:
Original submittal wasn't packaged after updating the report. Case was delayed in being submitted due to ssl certificate configuration errors after re-issuing certificate (ongoing since beginning of (B)(6) 2020). FDA help desk tickets (B)(4).

Event description:
User reported that she had trouble removing the cup and visited urgent care for help.she was also prescribed antibiotics.

Event description:
User reported that she had trouble removing the cup and visited urgent care for help. She was also prescribed antibiotics.